Event description:
It was reported that the patient went to the hospital to ER on (B)(6) 2026 for high blood glucose level rose to 315 mg/dl because of the pod malfunctioned as it was not delivering enough insulin. The patient had symptoms of vomiting, dizziness and ketones. As treatment, the patient received insulin injections. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone18.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.